Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Port needle not reaching its maximum 5mls/second at 300psi. The centargo bayer injector keeps pressuring out and not holding 5mls. No patient harm. These port needles were being tested prior to use on pt.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty flushing the infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. The sample appeared free of obvious use residues. The proximal clamp was engaged on the extension tubing. Following release of the clamp, the tubing remained compressed where the clamp had been applied. Microscopic inspection of the sample confirmed compression of the extension tubing where the clamp was engaged. The sides of the tubing were firmly pressed together, and attempts to separate them were unsuccessful. An attempt to infuse water through proximal luer revealed the proximal extension tubing to be fully occluded. The occlusion was isolated to the kinked region of the tubing. Compression of the extension tubing caused the observed occlusion. That compression occurred where the clamp was engaged on the tubing, suggesting that prolonged engagement of the clamp may have contributed, however, it could not be determined if an additional environmental factor(s) contributed to the tubing shape memory.